Event description:
Information was received that this patient was presented to the electrophysiology laboratory on (B)(6) 2016. The physician tried several different positions and no capture was obtained in any location. The physician reported that the patient's left ventricle was scarred and fatty. The lead was removed and not implanted. Subsequently, the patient was presented to the operating room on (B)(6) 2016. Two epicardial leads were successfully implanted with no adverse events. Several hours following the procedure in the ICU, the patient coded and died. The local representative spoke to the surgeons and the reason for the code is unknown. This is the same event as MDR 2183787-2016-00037.

Event description:
Updated information received on 25-aug-2016 surgeon did not blame the lead.